Event description:
This report is being filed upon notification from our x-ray MFR in a foreign country, to submit this situation. Problem: operator sent pt images from this x-ray system to the pacs. Later when reviewing these images, they found an image from the previous day of another pt with today's date mixed in with this pt.

Manufacturer narrative:
Eval: conclusions: investigation has determined this to be a software related problem. The field change order (fco), will correct the issue.